Manufacturer narrative:
Concomitant medical products: d224drg ICD implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the two right ventricular (rv) leads had confirmed fractures. The leads were removed. No patient complications have been reported as a result of this event.